Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. (B)(4).

Event description:
The implantable cardioverter defibrillator (ICD) was returned to the manufacturer after being explanted and replaced due to normal elective replacement indicator (eri). The device was analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.